Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent closure of mesh exposure on (B)(6) 2012 due to exposed mesh following mesh. It was reported that the patient underwent cystourethroscopy, bilateral retrograde pyelograms, bladder biopsy and fulguration on (B)(6) 2012 due to hematuria. (B)(4).

Manufacturer narrative:
Concurrent procedure: robotically assisted total laparoscopic hysterectomy. Anterior repair, tension-free vaginal tape mid urethral urethropexy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.